Event description:
(B)(4). I got pregnant and gave birth on (B)(6) 2013 ongoing since hair loss, extreme cramping, emergency room (B)(6) 2014 diagnosed with ovarian cysts stabbing pain on ride side since heavy menstrual cycle mood swings no sex drive depression acne.